Manufacturer narrative:
H3: evaluation determined that the tool alignment pin misaligned. The likely cause of the failure is could not be determined. It was also noted that collet depth is out of specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of device with no allegation. No patient impact reported. Repair request escalated to a product event due to return in less than 90 days from purchase or repair and on evaluation due to detached component.

Event description:
Repair request initiated for device with the report of device with no allegation. No patient impact reported. Repair request escalated to a product event due to return in less than 90 days from purchase or repair and on evaluation due to difficulty with assembly.

Manufacturer narrative:
Correction details: additional review of the event indicated that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Details of correction: b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.